Event description:
It was reported that during use of the product, the catheter sheared at the locking connector allowing the chemotherapy to leak. The catheter was trimmed and a new port was attached. There were no patient complications.